Event description:
An implant form was received confirming that both the generator and the lead had been explanted and replaced. The lead was returned and underwent product analysis, which conclude that the condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. However, additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portion of the device which may have contributed to high impedance event. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.

Event description:
The physician reported a high lead impedance event after performing a system diagnostics test which resulted in high lead impedance and low output current warning messages on the patient's vns device. The patient was later seen back in office, and the impedance value dropped to normal limits; however, the output current was reported to still register as ¿low¿ even though the lead impedance reported ¿ok.¿ this low output current condition was the result of the generator's inability to deliver the programmed output current due to "increased" impedance. Although the impedance was not registering as "high," the impedance value fell within the higher limits of "normal/ok" impedance, which in parallel with higher output current settings can result in a "low¿ output current condition. The physician had x-rays performed and it was determined that the lead was intact per summary. No known surgical intervention has occurred to date. No other relevant information has been received to date.